Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical impact opening and broken on posterior side assessed as surgical damage. (Shell thickness was within specification). ¿ malposition : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). ¿ red particles observed.

Event description:
Patient reported an unknown breast event. Patient later reported right side device rupture, dislocation and capsular contracture baker grade IV. The device was explanted and replaced with a non-allergan device.

Event description:
Patient reported an unknown breast event. Patient later reported right side device rupture, dislocation and capsular contracture baker grade IV. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.